Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported. This device has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported. This device was already returned to boston scientific. Additional information indicated that this pacemaker was explanted due to physician discretion. No additional adverse patient effects were reported. This device was already returned to boston scientific.